Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to swine virus in her stomach and high blood glucose time of hospitalization was unknown. The customer¿s blood glucose level was unknown at time of incident and current blood glucose level was 136 mg/dl. The customer was treated with manual injection in the emergency room. The customer alleges pump was under delivering as the pump was not delivering accurate amount of insulin. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit did not have a battery installed when received. Insulin pump was received with the operating currents within specification. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.08755 inches. The bolus wizard is functioning properly per bolus wizard sample in the 523/723 user guide. Insulin pump was received with cracked battery tube threads, cracked lcd display window, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.